Event description:
Reportedly, the pt had undergone placement of an ivs tunneller sling in 2004. The pt subsequently developed an abscess that required surgical exploration and removal of a portion of the sling in 2005. She later developed extrusion of a portion of the mesh with an associated infection and another portion of the mesh was removed in 2006.